Manufacturer narrative:
According to the facility the control syringe does not stay tight and falls off on its own. No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Due to the reported problem/issue, and in an abundance of caution, an adverse event report will be filed. If additional information becomes available this report will be reopened and reevaluated.

Event description:
According to the facility the control syringe does not stay tight and falls off on its own.